Event description:
Three reports of leaking from IV filters that were being used in IV tubing setup for nicu patients. No injury determined. The sets are sold by hospira and manufactured by ICU medical.